Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported fall could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a non-syncopal fall with a driveline tug. The patient reported minor bruising around cable insertion to body and had small purulent discharge on dressing (changed since the fall by patient). Additionally, a small section of the white plastic casing (section farthest away from patient) had torn away exposing the darker colored casing below. No wires noted and no obvious effect upon device reported by patient or by alarm history brief review. Log files were sent for review. There were no unusual events recorded. Cultures were pending. The patient was started on oral keflex (cephalexin) and bactrim (sulfamethoxazole-trimethoprim) for 14 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the patient slipped and fell in the bathroom as they were attempting to stand up from the edge of the bathtub. Upon assessment, there was right shoulder pain and contusion of right leg. The patient underwent computed tomography (CT) c-spine, CT head, CT trauma thorax/abdomen/pelvis and x-rays of the right shoulder, right tibia/fibula with no acute findings on any of the scans or x-rays. The patient received a dose of 1000 mg tylenol and 100 ml of iopamidol. The driveline exit site (dles) was cultured and came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was able to be discharged from the emergency department (ed) after physician discussed case with the ventricular assist device (vad) coordinator. The coordinator stated that the outer layer of the driveline being torn was not an issue at the time and no equipment was exchanged during the visit in the ed.